Event description:
In 2004 medtronic minimed paradigm insulin pump had a software failure code e21 - after being in service only 10 months. Replacement pump was received the next day. Replacement was to have updated software; it had identical version as the defective pump. Three days later 6:00am replacement pump began giving no delivery alarms. This had never occurred with the original pump. Infusion set was changed 3 times on advice from customer support, and problem went away. 1:30 pm problem repeated and persisted for - 2 hours. Pump would deliver bolus or fixed prime; alarm occurred during .7u / hr basal rate. Problem ceased on its own. The next day, 7:30 am. Pump was disconnected from body, tubing was straight, and no delivery alarm happened twice again. Customer support tried blaming the infusion set. Reporter made it very clear there were no kinks in the tubing, reporter was not connected at the time. Problem was then blamed on a dry spot in the reservoir that caused increased resistance. Replaced reservoir and infusion set per recommendation. Problem ceased once again. 10:30 am, no delivery alarms resumed. Called customer care again, they started the process for another replacement pump. After that call reporter removed the reservoir from the pump because all the customer support staff stated such a problem caused by the pump itself was unlikely. 10 minutes later another no delivery alarm. Later in the day, pump locked up; would not respond to any key actions. Very poor performance for a device of this nature. 10 months into pump therapy and reporter is now on their 3rd pump.